Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead was returned with the helix partially extended and clogged with dried blood. After cleaning the helix, the helix could be extended/retracted by applying torque to the connector pin. The measured full helix extension was within specification.

Event description:
It was reported, the right atrial (ra) lead was observed to be dislodged. The ra lead was explanted and replaced to resolve the event. The patient was stable.